Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, deformation, and device appearance (observed split in patch area, it is out of specification per (B)(4) was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint). After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: split in patch area, assessed as a workmanship. No openings were observed on the device. Further investigation was requested due to workmanship found during additional analysis. The DHR assembly report was verified and there was no scrap related with reported event, all devices were conformance during manufacturing process. In addition, DHR did not identify any deviations, errors, omissions or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. The gel-implant vulcanized equipment log was verified and all parameters (pressure- time-temperature) during the process met the specifications. The event "split in patch" did not identify any ncs, ers or CAPA associated with this information.